Event description:
The machine began alarming. The respiratory therapist that was present said the machine showed a "watchdog error". The patient had difficulty breathing and her oxygen saturation dropped. The therapist then switched the patient to a non-rebreathe mask and exchanged the bilevel positive airway pressure (bipap) machine. No patient harm. The machine was checked by the hospital bio-med department and one or more loose connections within the unit were found and repaired. Complete preventative maintenance was done after the repair and the machine was returned to service.what was the original intended procedure?respiratory therapy.device #1is this a laboratory device or laboratory test?no.